Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempt was made to obtain patient weight, but it was not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-32059. It was reported the patient experienced ineffective stimulation. As a result, surgical intervention occurred wherein the entire system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.